Event description:
Pt had catheter inserted in doctors office. No problems initially. Later the catheter would not drain. Pt taken across the road to hosp where catheter was removed. When catheter was checked later it was found to drain as required.